Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a pilot hole, (temporary) k-wire and screw was placed in the patient's spine in a different position than desired with navigation involved, and non-removal / non-replacement of the deviating screw placed into the spinal canal would have expectedly led to a critical harm to the patient, since it was touching the spinal cord as per the surgeon, although according to the surgeon (treating clinician): the deviation of the spine screw was detected by the surgeon with an intra-operative CT scan, and it was removed and re-placed to its intended position with navigation at the very same surgery. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient resulting due to the deviating placement, also not due to the prolongation of the surgery/anesthesia of ca. 30min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. H6: the device evaluation is currently ongoing, and results are pending. Brainlab intends to issue a follow-up report upon completion of the device evaluation.

Event description:
A mixed minimally invasive and open surgery on the thoracic, lumbar and sacral spine for a stabilization fusion of vertebrae t10 to s2 (including s2ai screws through the si joint), and including an anterior lumbar interbody fusion (alif) of vertebrae l5 and s1, as well as a prone transpsoas (ptp) fusion of vertebrae l1 and l2, due to a spine instability above and below a pre-existing fusion of vertebrae l3 to l5, with intended placement of 13 spine screws bilateral, was performed with the aid of the display by the brainlab spine & trauma navigation 3.0. From an intra-operative CT scan, the surgeon detected that the spine screw placed in vertebra right t10 deviated from its intended position, shifted medially by ca. 4mm and ca. 3° angulated, breaching the medial wall of t10 and into the spinal canal. The surgeon decided to remove the screw and to re-place it to its correct position with navigation at the very same surgery. According to the surgeon (treating clinician): non-removal / non-replacement of the deviating screw placed into the spinal canal would have expectedly led to a critical harm to the patient, since it was touching the spinal cord. The outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no actual harm/negative clinical effect to the patient resulting due to the deviating placement, also not due to the prolongation of the surgery/anesthesia of ca. 30min. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.